Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump powered with the returned battery cap. The keypad rubber was intact with no evidence of peeling or tearing. All keys were responsive to user presses. All keys were responding. The keypad rubber was removed and there was no contamination under the key contacts. The pump case was removed and the pump was disassembled. There was no evidence of moisture or loose components inside the pump. The keypad flex cable was fully inserted into the keypad flex connector and the connector latched.